Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips field service engineer (fse) confirmed the reported issue. When the first gas delivery system assembly was replaced, the device would not pass system leak testing. The fse replaced the gas delivery system assembly and the device passed required testing.

Event description:
It was reported that during servicing, a gas delivery system was installed in the unit but failed to operate correctly. There was no patient involvement. The event date was not specified; estimate used.